Manufacturer narrative:
The reported event of ¿lead was bent and was not able to be implanted¿ was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead and the distal tip region did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, the right ventricular (rv) lead was bent and was not able to be implanted. A new lead was implanted to resolve the event. The patient was stable.